Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix bags 250ml had a leak from the sealing. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Visual inspection was performed with no issues noted. Simulated therapy was performed and found a leak ono the additive port weld area near the edge of the bag for both samples. The bags were inspected using a microscope and a small tear was found on the additive port weld area near the edge of the bags. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.